Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and the customer declined to reset the pump as the graph had corrected itself. There was no reported impact to the customer's blood glucose level.